Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many patients experienced a post-op wound dehiscence with the stratafix symmetric suture? I was told of only one (1). If multiple patients did experience a post-op wound dehiscence, please provide answers for each patient for the following questions: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure- unknown. Were 2 stratafix sutures used during this procedure? Yes. Lot number of each stratafix used? Unknown. Date of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open procedure was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes on what tissue was the suture used/location of suture placement for each suture? Facia. What tissue dehisced? Sub-q. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Fragile. Onset date/time of dehiscence? (# post op days) unknown. How was the dehiscence managed? Washed out and re-sutured. Please describe any surgical intervention required for the wound dehiscence including date and findings. Was the ¿possible wash out of surgical wound¿ considered a surgical procedure? No please describe the appearance of the suture during the second procedure, if applicable. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Sick patient; nature of procedure (cervical). What is the patient's current status? Doing fine. If applicable, will product be returned? If so, please provide the return date and tracking information. No. Note: events reported in 2210968-2022-02287. ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a posterior cervical procedure on an unknown date and a barbed suture was used. Post-op, the patient experienced a wound dehiscence. The dehiscence was managed with a wash out and was re-sutured. The current status of the patient was reported as fine. No additional information was provided.